Event description:
It was reported that (1) tsw45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon used the device successfully on first firing across i.p. Ligament. On second attempt to fire, the nurse clamped across the i.p. Ligament and fired the device correctly, but did not hear the normal sound. When the nurse opened the jaws, the cartridge fell out into the pt. The reload was retrieved. A new gun was opened and the case was completed. There was no consequence to pt.